Event description:
Redo root replacement with bioprosthetic valve, tricuspid valvuloplasty with ring, ascending aortic repair with graft, intraop ultrasound. Maquet graft began to fray when being sewn to the ascending aorta causing more bleeding and increased bypass time.